Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 300 mg/dl non-fasting. During the call a back to back blood test was performed by the customer non-fasting that produced test results of 220 and 213 mg/dl. The customer stated she does not know her expected blood glucose test result range. After conducting the back to back blood test, the customer reported feeling dizzy. Customer was going to contact her doctor. Customer was unable to continue with the troubleshooting process and no further information was able to be obtained.